Event description:
Device has been sprayed with disinfectant when the counter top was being cleaned. Afterwards, the device did not work. The connections showed signs of shorting out. No injuries were alleged. The device was replaced and requested to be returned for eval.